Event description:
It was reported that this left ventricular (lv) lead with the cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual rise in lead impedance measurements and was found to be high out of range. The thresholds were also noted to be high. The lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).